Event description:
It was reported on (B)(6) 2010 that while the stimulation was turned on, there was a loss of therapeutic effect. Pt reported he had even tried increasing amplitude to highest setting and still felt no stimulation sensation. There was no known accident or incident related to this complaint. On (B)(6) 2010, the pt reported not being able to adjust the stimulation with the pt programmer. The pt had lower extremity paralysis and could not feel the stimulation. The company rep had interrogated the implantable neurostimulator (ins) which was turned to a very high amplitude. Reprogramming was not successful and the device was removed. The patina of the explanted device was fine. The pt was reported as fine and believed that the device was defective.

Manufacturer narrative:
(B)(4).